Event description:
A customer reported experiencing an elevated blood glucose level. No specific blood glucose value provided, but it was indicated as "high." Cause was not known. To resolve the situation, the customer changed the infusion set and cartridge, planned to bolus and use multiple daily injections, and then replace the supplies. Technical support recommended consulting healthcare professionals to investigate factors potentially affecting blood glucose levels.